Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9 (device available for eval), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: e1 (event site telephone), h6 (medical device ¿ problem code). Due to character limitation in block e1: full initial reporter: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that after checking and observing the machine for 3 hours they found no issue. The standby issue could not be reproduced. However, after a more thorough check the vacuum set point of the machine was found to be out of range. It was determined the vacuum inlet filter was faulty. The part was replaced by the fse, and the vacuum set point issue was resolved. The unit passed all the functional and safety tests as per factory specifications. It was returned to the customer in good condition and cleared for use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an issue where the machine automatically shifted to standby mode while the device was in clinical use. There was no patient involved. No harm or injury to the patient was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.